Event description:
It was reported that during an open procedure, the staple overbent when it was used on the cut end of the small intestine. The device was replaced. The device was used on the jejunum. Tlc75 was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2023; d4: batch # unk. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a piece of the tissue and some staples can be seen on the tissue. However, malformed/formed staples could not be observed due to tissue based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.